Event description:
The customer reported to philips healthcare that there was noise in the heartstart xl ECG waveform. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.